Event description:
Customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any recurrence of time discrepancies, which the customer acknowledged and understood.